Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varices banding performed on (B)(6) 2010. According to the complainant, during the procedure, when they attempted to deploy the 5th band it would not deploy off the ligator head. It was reported that the varix ruptured causing the varix to bleed. The procedure was completed using an injection of sclerosing for the bleeding. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varices banding performed on (B)(6), 2010. According to the complainant, during the procedure, when they attempted to deploy the 5th band it would not deploy off the ligator head. It was reported that the varix ruptured causing the varix to bleed. The procedure was completed using an injection of sclerosing for the bleeding. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.